Event description:
A report was received that a trial patient had a heart attack. The physician believed that the heart attack was not device related. The patient underwent an early lead pull procedure.